Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during an unknown procedure, the t2 anchor of the fast-fix fell off the needle after the t1 anchor was deployed. T1 was removed from the patient and a backup device was available to complete the procedure. No significant delay and no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided images revealed that two devices were depicted. Both appeared to be bent. The sutures were not present in the images. A visual inspection revealed that the depth indicator had not been adjusted. The sutures and anchors were not returned. There were multiple small bends in the shaft that were visible viewing the device straight on as well as from the side. There was debris within the needle. A functional evaluation could not be completed in full since the anchors had been previously deployed. The device actuator cycled as expected in spite of the bends. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Do not push the deployment slider twice or the second implant will deploy prematurely. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force or torsion during use leading to the needle being unable to retain the anchor, misplaced force on the device actuator, or use of the actuator before the needle is through the meniscus. No containment or corrective actions are recommended at this time.